Event description:
It was reported that during a follow-up, both the atrial and ventricular leads noted to have noise. Patient was asymptomatic. The physician elected to extract both leads. Patient¿s condition was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 16.5 ¿ 16.6 cm from the connector pin, consistent with lead friction to the device can. This caused the reported observation from the field of noise.